Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to consistently high thresholds. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. An x-ray was performed, and no fractures were noted. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high capture threshold.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to consistently high thresholds. Besides intervention, no other adverse patient effects were reported.